Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prolonged bed rest after subarachnoid hemorrhage. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that one lateral strut perforates the inferior vena cava wall contacting the aorta, one posterior strut perforates the inferior vena cava wall contacting the l4 vertebral body and patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months of post deployment, inferior vena cava filter retrieval was performed which showed filter does have significant tilt in the anteroposterior projection. Under fluoroscopic guidance, a retrieval device was deployed, and multiple attempts were made to capture the filter tip, those were unsuccessful. A gooseneck snare was also deployed. The tip, however, could not be captured. Findings were discussed with the patient and it was decided at this time to halt the procedure, as the filter was intact in satisfactory position and may remain in place permanently. Five years and five months later, computed tomography of abdomen and pelvis was performed for inferior vena cava filter position which showed hook of the bard g2 retrievable inferior vena cava filter was at the l3-l4 interspace. The inferior vena cava filter was severely tilted, and the hook was embedded within the inferior vena cava wall. All the struts of the inferior vena cava filter perforate the inferior vena cava upto 11 mm. One lateral strut perforates the inferior vena cava wall and contacts the aorta. One posterior strut perforates the inferior vena cava wall and contact the l4 vertebral body. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for filter tilt and filter limb perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prolonged bed rest after subarachnoid hemorrhage. At some time post filter deployment, it was alleged that the filter tilted and struts perforated.. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that one lateral strut perforates the ivc wall contacting the aorta, one posterior strut perforates the ivc wall contacting the l4 vertebral body and patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.